Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have battery longevity issues. Customer's blood glucose was 236 mg/dl. Customer reported that battery cap was replaced and issue was not resolved. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with high idle currents due to an open trace on the lcd driver. No unexpected failed battery test alarm or blank display was noted. The pump passed the error test and no unexpected error alarms were noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.